Manufacturer narrative:
Philips has investigated this complaint. The device use at the time of the reported problem is unknown. Philips attempted to schedule having a field service engineer (fse) inspect the system onsite, but the customer never gave approval for onsite evaluation. Furthermore, the issue was resolved by the customer and no device inspection was performed by philips. No further information has been received regarding the event reported. The codes were updated based on the investigation outcome. H3 other text : customer declined service

Event description:
It has been reported to philips that the system could not generate x-rays. No harm has been reported to philips. Philips has started an investigation of this complaint.